Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent an initial right hip procedure on an unknown date. Subsequently, the patient underwent a revision for an unknown infection. The head and liner were removed and replaced. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: unknown liner, unknown cup, unknown stem. H6: proposed component code: mechanical (g04) ¿ head. Attempts have been made to gather all product identification information, and no further information has been provided. The customer has indicated that the product location is unknown and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.